Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(6) on (B)(6) 2013. The strip lot #d6130730-1 was manufactured on 07/30/2013 and expired in 07/2015. Test strips was expired for more than 1 year. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
Our importer, (B)(4) received a call on 06/17/2016 reporting a medical attention that occurred on (B)(6) 2016 @ 12:00am. Patient ((B)(6)). Patient stated that the prodigy meter was giving her different readings. (B)(6) took a total of 4 readings with results of 33mg/dl, 27mg/dl, 31mg/dl and 272mg/dl. (B)(6) was prompted to take insulin because of the last reading which was 272mg/dl. (B)(6)'s normal glucose reading around the time of day of the event is 100mg/dl - 110mg/dl. (B)(6) was experiencing symptoms of sweating, couldn't see, words were slurred, didn't know anything about her surroundings. Paramedics were called and while waiting (B)(6) went into a diabetic coma. Upon arrival paramedics performed a blood glucose test but (B)(6) does not remember the results. Paramedics transported (B)(6) to ER and she was admitted. (B)(6)'s blood glucose was tested at the ER with a result of 17mg/dl. Patient was administered glucose and saline. (B)(6)'s blood glucose prior to discharge was 100mg/dl. Total stay in hospital was 3 days. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.